Event description:
Pt had a dual-chamber epicardial system implanted with an abdominal generator in 2006. Pt's device was found to have a malfunction in both the atrial as well as ventricular lead. Pt also had under sensing of his atrial activity and had been diagnosed with positional insulation breach in that channel. His ventricular channel had been associated with progressively rising pacing thresholds. Pt had explantation of the abdominal pacemaker pulse generator with implantation of a transvenous dual chamber pacemaker approx 5 months later.